Event description:
On (B)(6)1995 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2017 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed the greenfield filter was in place with a thrombus in the ivc below the filter and in the iliac veins. On (B)(6)2018 a CT of the abdomen revealed the filter in the ivc was tilted greater than 15 degrees. The legs extend beyond the ivc. 1 abuts the posterior wall of the duodenum. 2 others extend into the retroperitoneal fat on the right side of the ivc. There are 3 others which extend through the medial wall; one extends into the intervertebral disc space at l3-l4. The remaining extend near the aorta. On (B)(6)2019 a CT of the abdomen revealed the filter tip was at a level of l1-l2. The tip projects less than 5mm above the point of connection between right renal vein and the ivc without obstruction. It is approximately 1cm above the left renal vein. The filter was intact with 15 degrees lateral angulation with respect to ivc. The tip touches the lateral wall of the vein. All of the struts lie outside of the vein. The lateral struts are approximately 2-3mm outside of the vein and the medial struts are approximately 5-6mm outside of vein. It was further reported that on the (B)(6)2019 CT these was no perivascular fluid collection and there was no signs of perforation.

Event description:
On (B)(6) 1995 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2017 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed the greenfield filter was in place with a thrombus in the ivc below the filter and in the iliac veins. On (B)(6) 2018 a CT of the abdomen revealed the filter in the ivc was tilted greater than 15 degrees. The legs extend beyond the ivc. 1 abuts the posterior wall of the duodenum. 2 others extend into the retroperitoneal fat on the right side of the ivc. There are 3 others which extend through the medial wall; one extends into the intervertebral disc space at l3-l4. The remaining extend near the aorta. On (B)(6) 2019 a CT of the abdomen revealed the filter tip was at a level of l1-l2. The tip projects less than 5mm above the point of connection between right renal vein and the ivc without obstruction. It is approximately 1cm above the left renal vein. The filter was intact with 15 degrees lateral angulation with respect to ivc. The tip touches the lateral wall of the vein. All of the struts lie outside of the vein. The lateral struts are approximately 2-3mm outside of the vein and the medial struts are approximately 5-6mm outside of vein.